Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer won't close. A field service engineer tested aux drawer 7 right side rail damaged and replaced rail to resolve this issue. Customer confirmed able to recover drawer and do an inventory. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer won't close. Customer reported drawer sticking out and will not close and there were delay in patient care. There were no adverse events or injuries reported based on this event.